Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The customer reported that they were not able to duplicate the alleged malfunction. Covidien was not authorized to service the device. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).